Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is not confirmed; however, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.